Manufacturer narrative:
Additional narrative: patient initials are (B)(6). Patient weight is unknown. Additional product codes for this report include hrx. (B)(4). Device is an instrument and is not implanted or explanted. Per facility, the complainant part has been discarded and is not available for manufacturer review. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4), manufacturing date: july 7, 2015 - expiry date: may 1, 2017. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon inserted and inflated a synflate balloon in the l5 vertebral body during a surgical procedure on (B)(6) 2015. During the insertion, the surgeon hit the anterior cortex of the vertebral body. The balloon was pulled back to the center of the body with both markers showing outside the access cannula. The balloon was inflated with contrast and did not exceed the recommended amount of contrast or pressure using the synthes inflation system. The surgeon pulled out the contrast using the inflation system. The balloon was used with the stiffener in place and was prepared per the technique guide. Upon removal, the balloon became stuck in the access cannula. The surgeon tugged on the balloon and the balloon finally came loose from the cannula. However, both of the balloon markers remained in the cannula. The surgeon inserted the cement within the access cannula. The markers moved to the center of the vertebral body and remained there with the cement. The surgeon removed the access cannula and closed the patient without any further problem. There was no reported delay or patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The damaged synflate balloon/large (03.804.702s lot 0415015) was not returned however, based the received photograph, it is clear that the distal end of the balloon failed and the blue polyurethane tip was no longer attached to the shaft. The synflate balloon/large (03.804.702s) is a component of the synflate system which is a balloon-based vertebral augmentation system utilized for vertebral compression fractures and osteolytic lesions. The system technique guide notes the following regarding balloon removal: if it becomes difficult to remove the balloon catheter through the working sleeve, twist the catheter while firmly pulling the catheter and if removal is still difficult, remove the balloon catheter(s) along with the working sleeve(s), then re-access the vertebral body using the working sleeve with the trocar assembly. Once the re-access is completed, remove the trocar. The complaint description states that the balloon markers (platinum/iridium) were embedded in the cement. Materials determined from regulatory drawing. A device history review was performed for the device¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.